Manufacturer narrative:
Date rec'd by MFR: 29may2019. The customer replaced the power management board; however, the issue persisted. The customer ultimately corrected the issue by replacing the central processing unit and reinstalling the unit's options. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit declared a power fail alarm when turned on. There was no patient involvement. The event date was not specified; estimate used.